Event description:
In 2009, during a lumbar fusion l5-s1 the tip of a k-wire broke off in a vertebral body and the physician was unable to retrieve it. The pt had a satisfactory recovery and was discharged from our facility. The following day, the pt was admitted to a hosp with severe abdominal/epigastric pain. The next day, the pt underwent an exploratory laparotomy, small bowel resection and peritoneal lavage. The k-wire fragment was not described in the pathology report. We are unable, at this time to determine if a relationship exists between the two procedures.